Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used sensor and found cannula broken and broken part attached to adhesive tape.

Event description:
A customer reported via phone call indicating sensor issues. The patient's blood glucose was 292 mg/dl at the time of the call. The customer was assisted with trouble shooting and was informed that the sensor needs to be replaced. The sensor may have been damaged or bent. The customer was sent a replacement sensor.